Event description:
Type of procedure: transforaminal lumbar interbody fusion it was reported that intra-op, the surgeon used needle and placed 1 each of nitinol sharp tip guidewire into the patient vertebral body (vb). However during his tapping process the tip of the guidewire broke apart. Surgeon checked the c-arm x ray image immediately and saw it was left inside the vb. The broken tip of the guidewire was left inside patient l4 vertebral body. Patient complications were reported unknown.

Manufacturer narrative:
X-ray review: "intra-op fluoroscopy shows fractured k-wire inside l4 vertebral body. This can occur when tap or screw is done out of line with k wire. Since it is continued within the vertebral body, it poses little risk of migration. Root cause surgical technique."

Manufacturer narrative:
Product analysis: fracture surface analysis identified river lines consistent with overload. Helical scoring identified adjacent to the fracture may have created stress concentrator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies received.